Event description:
It was reported that this right ventricular (rv) lead is exhibiting high out of range shock impedance measurements. The shock impedance has exhibited a gradual rise over the past year reaching the first high out of range measurement of 125 ohms approximately five months ago. The highest measurement value has been 151 ohms and has been in the approximately 140 ohms to 150 ohm range over approximately the past month. Boston scientific technical services (ts) discussed with the boston scientific field representative when the shock impedance is greater than or equal to 145 ohms, the recommendation is to perform a maximum energy commanded shock test to determine the shock impedance value associated with an actual delivered shock. Ts stated that once the impedance rises, it does tend to remain high but could decrease briefly. It was noted that the associated implantable cardioverter defibrillator (ICD) device is approximately four months from reaching the explant indicator and ts discussed considerations around the possible need for a rv lead replacement at the same time as device replacement. The rv lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.